Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error after MRI. Customer's blood glucose was unknown mg/dl. The customer stated that there is no significant events leading to the alarm. The customer received an e70 alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to a motor encoder signal out of phase. The functional testing could not be completed due to this anomaly. The insulin pump had broken battery tube threads, a cracked case at the display window corner, cracked display window, cracked reservoir tube and a cracked reservoir tube lip.